Event description:
Information was received from the physician that the cluster of seizures was not related to vns. No further relevant information has been received to date.

Event description:
It was reported that the patient had a cluster of seizures post-op from vns replacement. No further relevant information has been received to date.